Event description:
The seam of the inner tyvek packaging had a hole although all other packaging (outer packaging, outer tyvek) were intact. Part fell on the floor. There was no alternative product on stock of hosp so surgeon decided to re-sterilise part and implant it. Surgery time was extended 60 minutes.